Event description:
A user facility repor # (B)(4) was received stating that: the rn found that the line on the oxygen blender knob was at 30 % fractional inspired oxygen (fio2) while the arrow was pointing to 70%. The rn then began to wean the fio2 by turning the arrow down until the infant's oxygen (o2) saturations normalized between 85-95%. Then the arrow was pointing to 30% and the line was pointing below a measurable level. The blender was analyzed with a separate o2 analyzer. When the arrow was at 60% fio2, the analyzer also read 60%. However, when the arrow was turned down to 35% o2, the analyzer read 21%. The rn was unable to accurately determine the fio2 being delivered to the infant. (B)(4).